Manufacturer narrative:
E1: patient city: (B)(6). Patient country: france.

Event description:
Unomedical reference number (B)(4). Event occurred in france. It was reported that on 27-may-2024, the patient experienced issue with infusion set was fell off during use. No further information available.